Event description:
Reportedly, this device was explanted after approximately an 8 year, 5 month implant duration due to an occluded center. Md states that he feels the valve performed perfectly.

Manufacturer narrative:
Device not returned.